Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump was alarming "occlusion" in which the nurse checked the line and restarted the thiamine infusion at 100ml/hour. The pump continued to alarm occlusion and then alarmed with a channel error. The nurse removed the tubing set from the pump to find a balloon in the silicone segment. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was alarming "occlusion" in which the nurse checked the line and restarted the thiamine infusion at 100ml/hour. The pump continued to alarm occlusion and then alarmed with a channel error. The nurse removed the tubing set from the pump to find a balloon in the silicone segment. There was no patient harm.

Manufacturer narrative:
The customer's report of a balloon in the silicone segment was confirmed. Visual examination showed that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional testing by gravity flow and pump infusion did not replicate the ballooning. Additional testing replicated the bulge by administering an IV push without occluding the tubing above the injection port. The root cause of the bulge in the silicone segment was an IV push medication or flush executed below the pump without first clamping the tubing above the injection port. This action has been found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon.

Event description:
The customer reported that the pump was alarming "occlusion" in which the nurse checked the line and restarted the thiamine infusion at 100ml/hour. The pump continued to alarm occlusion and then alarmed with a channel error. The nurse removed the tubing set from the pump to find a balloon in the silicone segment. There was no patient harm.